Event description:
New information received indicated that the physician suspected the right ventricular lead may have been fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for a pacemaker generator exchange and upon interrogation, the right ventricular lead noted unstable, sometimes high capture thresholds and low impedance. The lv lead was capped and replaced on (B)(6) 2019. Patient was stable.